Event description:
As reported: "wash out performed on the left knee for ongoing fungal infection. A 5x11 ts insert was exchanged for a 5x13 ts insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: triathlon ps fem component, cemented; cat#5515-f-401 ; lot#hbs3za. Tri ts baseplate size 5; cat# 5521-b-500 ; lot#hsg7la. Triathlon asym patella a35x10; cat#5551l350 ; lot#llb036. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.